Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via medwatch number: mw5086120, that a female patient who underwent breast implant surgery procedure with mentor medical devices ( sal smooth rnd diap 300cc date of implant (B)(6) 1996) experienced autoimmune disorder (patient reported connective tissue disease). Back and joint pain, vision issues which are intermittent, confusion and memory problems, thyroid disease, colon tumor-colon resection, shoulder surgery, dozens of epidural and pain meds, years of pain management, extreme fatigue, numbness and tingling in hands in hands, bruised constantly, depression and anxiety, bladder issues whereby bladder will not fully empty, menopause at age (B)(6), excessive sweating, itching, odd unexplained skin rash, arthritis, etc. Were also reported. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for one of the two unspecified sides.